Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product was not returned to medtech orthopaedics, however photos were received for review. The photo investigation of "254500525, attune fb cr artic surf sz5" revealed that the part of the device which holds the spring has broken and spring was missing too. The failure mode is consistent with inserting an extractor device in between the trial and mating shim, and using the extractor to pry the mating devices apart during extraction of the trials. This improper technique results in damage to the spring and/or post components of the articulating surface as well as the mating shim. The attune intuition surgical technique emphasizes the correct use of the tibial trial extractor (product code 254500138) with the trials. Furthermore, on page 51 of the surgical technique and per IFU, careful inspection of the trials for damage/breakage should be performed pre and post-operative. If any damage to the balseal components is observed the trail should be replaced. In the event of instrument breakage during use, ensure that all device fragments that may have entered the surgical site are removed prior to completion of the procedure, as patient injury may result. But the other reported event cant not be confirmed with the provided photo evidence. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune fb cr artic surf sz5 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2025. A cr fb, size 5 articulating surface broke at the point where the spring attaches. The final insert had been implanted in the patient when it was discovered the spring was missing. The insert was removed to search for it. A new insert was implanted and the patient closed. The plastic piece was found in the patients knee. The spring could not initially be located, but postop x-rays showed that the spring is in the patient. The surgeon has decided that removing it would do more harm than good as it is behind the posterior condyles. Procedure was completed successfully with a delay of ten minutes. The surgeon commented after the case that the articulating surface felt a little loose in the patient during the case. Surgeon and the patient both seemed happy with the plan the surgeon had decided on.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: cr fb, size 5 articulating surface from consignment set 2 at [hospital] broke at the point where the spring attaches. It is not known whether the spring was present prior to the commencement of the case as this was not counted but the plastic piece was found in the patients knee (the spring has not been found). The spring was looked for but could not be located, the hospital were going to sieve the suction and do post op x-rays to ensure it was not inside the patient. Product code of articulating surface is d25400525,(B)(4). The final insert had been implanted in the patient when it was discovered the spring was missing. This was removed to search for the spring in the patient but it still wasn't found. A new insert was implanted and the patient closed. The surgeon commented after the case that the articulating surface felt a little loose in the patient during the case (so it is possible the spring was never there). The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the attune fb cr artic surf sz5 had one post broken and its corresponding spring missing. No postoperative x-rays were provided to confirm the embedded spring, therefore this allegation cannot be confirmed. The failure mode is consistent with inserting an extractor device in between the trial and mating shim, and using the extractor to pry the mating devices apart during extraction of the trials. This improper technique results in damage to the spring and/or post components of the articulating surface as well as the mating shim. The attune intuition surgical technique 0612-10-512 (page 53), emphasizes the correct use of the tibial trial extractor (product code 254500138) with the trials. Furthermore, on page 51 of the surgical technique and per IFU-0902-00-836, careful inspection of the trials for damage/breakage should be performed pre and post-operative. If any damage to the balseal components is observed the trail should be replaced. In the event of instrument breakage during use, ensure that all device fragments that may have entered the surgical site are removed prior to completion of the procedure, as patient injury may result. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune fb cr artic surf sz5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.